Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 24-march-2024, it was reported by the patient that six infusion set cannula fell off due to which hyperglycemia occurs. Event occurred on, the exact date for the first 2 infusion sets was unknown but thinks it was in the last week of march. For the third one, event date is 4/8/2024. For the fourth one event date is 4/26/2024. For the fifth one, event date is 5/4/2024. Infusion set inserted, unknown for the first 2 infusion sets, patient cannot recall. 1 day for the third one, 2 days for the fourth one, 1 day for the fifth one, and less than 1 day for the last one. High blood glucose level was 280 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available

Manufacturer narrative:
(B)(4) - device 3 of 6.